Manufacturer narrative:
(B)(4). Date sent: 2/29/2024. D4: batch # unk. An analysis of the product could not be performed since a physical sample was not received for evaluation. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformance were identified. Additional information was requested and the following was obtained: 1. Was there any consequence to the patient due to the reported event? No. 2. Did the patient experience any blood loss? If so, how much blood loss was there and how was the bleeding controlled? No blood loss. 3. Did the patient require a blood transfusion? No. 4.was there any patient consequence or change in the post-operative care of the patient as a result of the event? (Extended hospital stay, readmission, re-operation, etc.) No. 5. What is the patient's current health status? Not known.

Event description:
It was reported that during a sleeve gastrectomy, on the second firing with a green reload with seamgard on. Cartridge or anvil side only , staples closes to the cut line appeared an unusual shape. Ligaclips were used on staple lien were staples looked miss formed. The surgery was delayed by 20 minutes and completed successfully. No patient consequences were reported.

Manufacturer narrative:
(B)(4) date sent: 5/1/2024 d4: batch # 424c58. Investigation summary: the product was returned to ethicon endo-surgery for evaluation. Visual inspection and functional testing were conducted on the returned reload.  Visual analysis of the returned sample determined that two gst60g reloads (a & b) were received sterile and with no apparent damage. The returned reloads were opened and tested with a test device. The device was tested for functionality in the straight position and achieved its complete stroke firing sequence without any difficulties. The staple line and cut line were complete and the staples meet the staple release criteria. Although no conclusion could be reach on the cause of the reported event, the instructions for use do contain the following caution: tissue thickness should be carefully evaluated before firing any stapler. Holding the jaws in place for 15 seconds after closing and prior to firing may result in better compression and staple formation. When positioning the stapler on the application site, ensure that no obstructions such as clips, stents, guide wires, etc. Are within the instrument jaws. The event described could not be confirmed as the reloads performed without any difficulties noted. Additionally, photos were provided and the 4 photos showed tissue with one staples line with b form staples, properly formed at the right side and for the left side it was not possible to confirm due to the bleeding and due to the picture's angle. Device history review a manufacturing record evaluation was performed for the finished device batch number 424c58, and no non-conformances related to the reported complaint condition were identified.